Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the on removal of a 2.50 x 20 mm trek rx balloon dilatation catheter (bdc) from the packaging without resistance, a proximal shaft separation was noted and the bdc was confirmed to be in two parts. There was no damage noted to the packaging. The bdc was not used. There was no patient involvement. A new 2.50 x 20 mm unspecified bdc was used successfully in the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspections was performed on the returned device and the reported proximal shaft separation was confirmed. The fractured faces of the hypotube separation were ovalled as if kinked prior to separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported hypotube separation appears to be related to circumstances of the procedure as it is likely that manipulation and/or inadvertent mishandling of the device during preparation caused the hypotube to kink ultimately resulting in the shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the proximal shaft separation occurred while the 2.50 x 20 mm trek rx balloon dilatation catheter (bdc) was being prepped. It was not separated on removal from the packaging as previously reported. No additional information was provided.